Event description:
It was reported that the patient presented for implantation of an atrial aveir leadless pacemaker (lp). During the procedure, the atrial threshold was unfavorable, and mapping was performed repeatedly but the threshold was still unfavorable. The device was removed to check the tip and confirmed that blood and tissue was clotted at the inner helix. A second atrial lp was attempted. The same issues of high capture threshold and clotting in the helix occurred with the replacement. The procedure was abandoned without an atrial lp implanted on (B)(6) 2025. The patient was stable.